Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. Subsequently, the glenosphere and taper adaptor disassociated from the glenoid baseplate and a revision procedure was performed on (B) (6) 2010 to remove and replace the glenosphere and taper adaptor.

Manufacturer narrative:
Customer report was not confirmed. There were no visible inconsistencies observed on eeprom data. There were no error message observed on vigilance ii monitors. Thermistor and thermal filament circuit were continuous. Both connector housings were opened, and there were no abnormalities observed. The thermistor read 37.1c degree when placed in a 37.0c degree water bath. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No visible damage to catheter body.

Event description:
It was reported that blood temperature measurement was abnormally low (below 30.6 degrees c). Another edwards 70cc2 cable was used but problem was not solved at that time. But problem was solved without even noticing.